Event description:
It was reported that (1) tr35w device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that after the tsw35 was reloaded, the instrument was introduced into the trocar, and the reload (tr35w) fell into the pt. The reload was fished out of the pt and another reload was loaded, there was an extended o.r. Time of five mins and the case was completed.